Manufacturer narrative:
Date of event estimated. The UDI is unknown because the part number and lot number were not provided. The device was not returned for evaluation. A review of the electronic lot history record (elhr) and similar incident query for this product was not performed because the part and lot numbers were not reported and the product was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported patient-device incompatibility (wall apposition); however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported in a general comment that the physicians are not satisfied with the performance of the xience skypoint stent delivery system (sds) and the radial force is not strong enough, requiring additional post-dilatation at higher pressures. There were no reported adverse patient sequela and there was no reported clinically significant delay in the procedure. No additional information are provided.